Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of malfunction/ae: during the procedure. It was reported that post a right internal carotid artery (rica) stenting procedure and in the beginning of a left internal/common carotid artery (li/cca) stenting procedure, during a diagnostic angiogram of the left common carotid ostial lesion, the pt began to have symptoms of a stroke. Symptoms included right-sided weakness and aphasia. Additionally, at this time, the pt became hypotensive, possibly due to vessel spasms and was treated with norepinephrine and a dopamine drip. One day postprocedure, the hypotension resolved. The pt received physical, speech and occupational therapy while hospitalized. Ten days postprocedure, the pt was discharged to a rehabilitation facility. Although requested, there was no additional info provided.

Manufacturer narrative:
Study report. The stent remains in the pt. The lot # was provided. Stroke, vessel spasms and hypotension are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. The lot history record was reviewed and there were no non-conformities associated with this lot.